Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during the procedure, the subject catheter was found torn off in the lower segment when removing the subject catheter from the airlock. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
Due to the automated mes system there are controls in the manufacturing process to ensure the product met specifications upon release. No visual or functional inspection was performed due to subject catheter was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The device was not returned and therefore the as reported cannot be confirmed. The as reported will be assigned undeterminable as while there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned to this complaint.

Event description:
It was reported that during the procedure, the subject catheter was found torn off in the lower segment when removing the subject catheter from the airlock. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D4 lot # - corrected from unknown to 22846780 due to the automated mes (manufacturing execution system) system there are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the catheter shaft was found to be broken/fractured, the tip of the catheter was found to be flattened/crushed, and the catheter shaft was found to be kinked/bent. A functional inspection was not available, the defect was confirmed during visual inspection. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported catheter shaft broken/fractured during was confirmed during the analysis. The device failed to meet specifications when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer indicated that the device was prepared for use as per the directions for use, the device was confirmed to be in good condition during preparation/prior to use on the patient and continuous flush was set up and maintained throughout the clinical procedure. During the analysis the catheter shaft was found to be broken/fractured, the tip of the catheter was found to be flattened/crushed and the catheter shaft was also found to be kinked/bent, therefore, the as reported 'catheter shaft broken/fractured during use' was confirmed. An assignable cause of procedural factors will be assigned to as reported 'catheter shaft broken/fractured during use' and to as analyzed codes 'catheter shaft broken/fractured during use', 'catheter shaft kinked/bent', and 'catheter tip flat/crushed', as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural factors during use.

Event description:
It was reported that during the procedure, the subject catheter was found torn off in the lower segment when removing the subject catheter from the airlock. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.